Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, an electrode belt trunk cable was supper glued into the monitor belt receptacle. The cause of the inability to complete testing is the damaged monitor/belt connection. The root cause of the damaged connection is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.